Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear mask, which led to peritonitis. The peritonitis was manifested by abdomen pain and cloudy pd fluids. On same day as onset, the patient was hospitalized for the peritonitis event. Treatment for the event was not reported. Dianeal therapies were ongoing. The patient was discharged from the hospital twenty days after admission. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.